Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was dimensionally inspected and photographic images were made. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00789, 00790. This event occurred in (B)(6).

Event description:
Allegedly revised for pain. Cup malpositioned. This patient had excessive levels of chrome and cobalt. Post op films - good result. Medium activity level. Posterior lateral. Cup in vertical position. Cobalt levels were at 1712 chromium 2223.